Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation could not be definitively determined based on the information available. The physician stated that ivl could be an indirect cause of the vessel perforation, but it is unknown and unlikely. The physician also stated that the post-dilation of stent with a 4.5mm nc balloon is likely the direct cause of the vessel perforation. There was no ivl device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
Two shockwave c2 coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the coronary arteries. This report is for the first catheter used in the procedure. Refer to MDR# 3015053858-2024-00131 for the second catheter. Both catheters successfully delivered 80 pulses at 4 atm. During the delivery of the ivl catheter to the lesion, no issues were observed at the treatment site, but hematoma was observed at a distant site. A 3.0mm xience stent was implanted following ivl treatment. Upon post-dilation of the stent using a 4.5mm nc balloon, a vessel rupture occurred. The physician stated that the vessel was highly calcified, and the diameter of the nc balloon was too large. Hemostasis was attempted with a ryusei balloon catheter and covered stent but was unsuccessful, so the patient was transferred to surgery. A coronary artery bypass graft (CABG) was performed alongside an aortic stenosis (as) and aorta ascendens (aa) replacement operation. The surgery was completed with no issues and the patient is currently stable and hospitalized in the ICU. The physician stated that ivl could be an indirect cause of the vessel perforation, but it is unknown and unlikely. The physician also stated that the post-dilation of stent is likely the direct cause of the vessel perforation.